Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and implantable suture clips were used. During the procedure, the device would not clamp down and close properly. It was also reported that the clips would fall off the suture into abdominal cavity. The procedure was completed using another like device. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.